Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient the patient went to the hospital due to experiencing pain and difficulty moving legs. It was discovered the patient had a blood clot above the lead. As a result, the lead was explanted. Patient is no longer experiencing pain or difficulty moving legs.